Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a worn-out video connector pin. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an image display issue was noted with the video system center. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a no image was noted. This report is to capture the reportable malfunction found at inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out video connector pins could not be confirmed. Olympus will continue to monitor field performance for this device.